Manufacturer narrative:
The country of origin is pol. The previous calibration and qc tests had acceptable results.

Event description:
The initial reporter received questionable trigl triglycerides results, for 2 patients, from the cobas 6000 c (501) module. The initial result was 663.2 mg/dl and was reported to the patient. On 09-dec-2019 the repeat result was 113.1 mg/dl. It was noted that the sample was clear with no visible lipemia. The customer decided to rerun all high triglyceride results due to patient 1's questionable result; patient 2's sample was rerun because of this. The initial result was 321.6 mg/dl. On 09-dec-2019 the repeat result was 93.7 mg/dl. It was noted that the sample was clear with no visible lipemia. The questionable results were reported outside the laboratory. The reagent lot number was 440158 with an expiration date of 31-oct-2020.

Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. Multiple abnormal sample aspiration alarms, abnormal probe sucking alarms, and reagent short alarms were noted on the alarm trace. The issue did not re-occur. The investigation did not identify a product problem. The cause of the event could not be determined.